Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that glucomer may have been exposed to extreme temperatures and as a result, glucometer display screen seemed to have moisture underneath. Customer reported to have treated due to meter stating that blood glucose was 499 mg/dl. Customer's blood glucose dropped to 19 mg/dl. Customer checked with a different meter and blood glucose was 112 mg/dl. Customer was advised to speak with corresponding department.